Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an in-office device check, the right ventricular (rv) lead displayed unstable defibrillation and pacing impedances. The defibrillation impedances were high out of range (oor). The patient underwent a device revision where the impedances were found to be normal on an external programmer but after reconnecting to the existing device, they continued to be abnormal. A header issue was suspected. The implantable cardioverter defibrillator (ICD) was explanted and replaced. After connecting the lead to the new device, the defibrillation and pacing impedances were normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an in-office device check, the right ventricular (rv) lead displayed unstable defibrillation and pacing impedances. The defibrillation impedances were high out of range (oor) and were steadily rising since implant. The patient underwent a device revision where the impedances were found to be normal on an external programmer but after reconnecting to the existing device, they continued to be abnormal. A header issue was suspected. The implantable cardioverter defibrillator (ICD) was explanted and replaced. After connecting the lead to the new device, the defibrillation and pacing impedances were noticeably higher than the programmer measurements. It was discovered that the superior vena cava (svc) coil was programmed on for the rv lead with no svc coil. The svc coil was programmed off and the impedance measurements were normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been 26nov2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.